Event description:
It was reported that the user experienced repeated pairing failures between a dexcom g7 cgm and the ilet, consistent with an intermittent communication failure and involving electrical/magnetic components including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third-party support. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.